Manufacturer narrative:
Report was initially submitted on (B)(6) 2015, but the FDA site was down. Advised by FDA on (B)(6) 2015 to resubmit medwatch. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4)- manufacturing date: september 7, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that the drill sleeves are almost impossible to disengage from one another once they have been connected/joined together. The issue was discovered during the cleaning process.this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the device history record was reviewed and no complaint-related issues were found. A visual inspection was performed, but showed no damage found. The device passed the functional test: the centering sleeve does fit into the drill sleeve as required and the drill sleeve does fit into the intact part of the outer sleeve. No product fault could be detected; the complained malfunction was clearly caused by damaged outer sleeves. Based on the position of the damages, about 6mm above the forefront, it is likely that the outer sleeves were exposed to high lateral stress while they were inserted in a philos aiming device. No product related fault could be detected. It was reported on the initial medwatch that the complainant part is expected for return, but had yet to be received. The device was actually received for evaluation on october 29, 2015. Date added to appropriate field. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.